Event description:
It was reported that during a training/demo of the da vinci system, clinical sales representative (csr) called in to report a gold pin missing on universal surgical manipulator (usm3). Tse requested a picture of the issue. The csr continued with site training but wanted to make sure the issue was taken care of before any cases occurred. There was no report of patient involvement or there was no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm3) due to missing pin. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was returned to failure analysis, and the reported problem was confirmed and replicated. In system logs, no data was found to indicate that the fault had occurred in the field. Upon visual inspection, a missing pin was found on axes controller, carriage interface (acci) assembly would be related to the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the acci assy was tested and verified as the source of the fault. The complaint was confirmed based on failure analysis. Failure analysis was able to conclude that the acci assy was found to be the root cause of the reported event.